Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed significant calcified tissue residuals around the shock coils, indicating an increased ingrowth of the lead in the implanted state. Furthermore signs of wear along the lead body were noted. Particularly approx. 9 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause of the oversensing which led to shock delivery as reported in the complaint text. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. Due to the significant tissue residuals noted on the lead, it cannot be excluded that an increased ingrowth affected the leads motion. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 73 months, oversensing with inappropriate therapies was reported.